Event description:
Health professional reported an alleged "band and port explanted due to intolerance and increased gastroesophageal reflux." F/u with the health professional noted that "intolerance" was used to describe that the pt may have had a previous problem involving the device. Further f/u will be conducted to attempt and gather add'l info.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper I. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of reflux as follows: "ulceration,, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight gain have been reported after gastric restriction procedures." "Caution: pts with barrett's esophagus may have problems associated with their esophageal pathology that could compromise their post-surgical course. Use of the band in these pts should be considered on the basis of each pt's medical history and severity of symptoms."